Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial (ra) lead had low pacing impedance. The ra lead was capped on (B)(6) 2022. The patient was in stable condition.